Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: none. Adverse event: unidentified material found inside stent. Time of adverse event: after the procedure. It was reported that a xience v stent was implanted in (B)(6) 2010 for treatment of restenosis of a previously implanted non-abbott stent in the proximal circumflex artery. On (B)(6) 2010, diagnostic angiogram revealed possible thrombosis. An aspiration catheter was used to remove the substance; however, inspection of the material found it had the appearance of a fibrous paper-like translucent filament material the size of 1 to 2 eraser heads. The specimen was sent to pathology where it could not be identified. Though requested, no additional info was provided.